Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and alleging insulin pump for under delivery. The customer blood glucose level was 300 mg/dl at the time of incident a the customer was assisted with troubleshooting. The customer was treated with manual injection or bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer continued to wear insulin pump until he went on an extended surfing trip and for practical reasons switched back to injections. Customer stated that insulin pump had low battery alert. Customer stated that they was not on auto mode. Customer stated that they was not insulin pump therapy at the time of call. The customer stated that he stopped using the insulin pump in (B)(6) of 2017 due to he went on a surfing trip and when he returned from his trip, he went to see health care professional and he wanted him to start using the insulin pump again and when he went back on the insulin pump. Customer states the cannula was not bent. The insulin pump will be and reservoir will not be returned for analysis.